Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found intermittent errors pointing to the erbe and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors c-34 confirming the event occurred in the field. Upon visual inspection there were no issues found that would be related to the reported event. The unit was installed onto a well-known system and found error c-34 on start up. The unit will be returned to the original equipment manufacturer for additional analysis. Visual inspection of the unit seems to be in good condition. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower or higher voltage or current than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered monopolar energy issues and an error c-34 on the erbe generator. The technical service engineer (tse) advised the customer to use a backup force triad or swapping out the vision side cart. The customer continued the case and stated that they were locating a force triad. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.